Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has been returned but device analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, device analysis has not been completed at this time. Further information from the reporter regarding the serial number of the device has been requested. The reported events are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of an obstruction, band slippage, vomiting, and nausea as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is a total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain."

Event description:
Health professional reported alleged obstruction, nausea, vomiting, and abdominal pain. Upper (gastrointestinal) gi radiography indicated an alleged slippage.